Event description:
Fiber wire for laser machine attached. While laser was in use, the laser sparked, detached from the head of the laser fiber. The head of the laser fiber still inside the machine was on fire. Fire was blown out by rn. Md notified. New fiber inspected and used to proceed with case. Defective laser fiber obtained for reporting to management.